Manufacturer narrative:
Device manufacture dates: monitor 2002. Electrode belt 2006. Device evaluation summary. Device evaluation of monitor and electrode belt has been completed. The reported problem was confirmed. The monitor was evaluated and was found to be fully functional. The electrode belt was evaluated and found to have a shielded cable that had broke from the solder pad. The cable was resoldered and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal appeared normal. The electrode belt was returned to stock. The root cause of this unsoldered cable cannot be positively identified. It is likely that the dropping of the monitor caused undo stress to the cable, which caused the cable to elongate and the wire to come off of the solder pad. The electrode belt was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt and monitor.

Event description:
The nurse of a female patient contacted lifecor customer support to report the patient was receiving adjust belt messages every five minutes. Customer support had the nurse reset the system, but the nurse was unsuccessful. A lifecor patient service representative (psr) was sent to evaluate the device. Patient admitted to dropping the monitor. Psr replaced both the monitor and electrode belt.